Event description:
Customer reported a past high blood glucose event with an unknown cause, displaying a value as "high." Cause was not known. Customer resolved the issue by changing the infusion set, and no recurrence of high blood glucose levels was experienced. Technical support recommended consulting with a healthcare provider to discuss potential blood glucose level influences, which the customer understood and acknowledged.